Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used partial enlite sensor and found sensor broken missing broken part. Unable to confirm customer received sensor damage due to customer returned opened/used. Unable to confirm needle anomaly due to customer did not return needle only sensor.

Event description:
A customer's parent reported via phone call indicating that the customer had issues with their sensor. The customer's blood glucose was unknown at the time of the incident. The caller stated that the sensor was hurting the customer and it was difficult to remove the adhesive tape. The caller stated that the site was bleeding and the cannula was bent. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.